Event description:
Had applied a libre 3 plus on (B)(6) 2025 and after 3 days the device indicated that the device needed to be removed. This has occurred on several recent applications. I was away on a cruise and did not take any other devices with me so I went without checking my blood sugars. I also was ill in october and my blood sugar ranged 54 or so for over 12 hours. My crnp endocrinology was concerned. The libre is extremely costly for me however she did provide me with another sample to use. This result was 53/54 for entire 6 hours during the night. The device kept me awake from midnight on until I got out of bed at 0520. I just applied this device on (B)(6) 2025. However, I was symptomatic so I thought the result was correct but was it the correct result or could have the result been a lower number.